Event description:
It was reported that the right atrial (ra) lead exhibited an unspecified oversensing. The ra lead was capped and replaced on (B)(6) 2024. The patient status was unknown.

Event description:
New information received notes the right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2024.the patient was in stable condition throughout the procedure.